Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the probable cause of the reported issue was likely an accidental failure of the emergency light and emergency light circuit.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp error occurred. Olympus (B)(4) checked the subject device and found that when the device was turned on, the emergency lamp indicator on the front panel of the subject device flashed. There was no report of patient injury associated with this event.